Event description:
The pt's wife reported the numbers on the pt's new insulin infusion device display screen were not properly displaying. She stated the numbers looked "very digitized" and that part of the numbers were missing. She said she could not make out what the numbers were. To troubleshoot, the pt's wife was instructed to remove the battery and replace it with a new battery. She did so, but the issue continued. No blood glucose concerns were reported related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.